Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, list number 1p97, that has similar products distributed in the us, list numbers 1l80 and 4p53.

Event description:
The customer observed a (B)(6) architect (B)(4) qualitative result for one patient with a history of gross hematuria who was admitted for a kidney biopsy, body weakness, diarrhea. Diagnosis was ckd secondary to chronic glomerulonephritis, hypertension, acute gastroenteritis. The following details were provided: (B)(6) 2013 1st blood extraction - (B)(6) retest after centrifuge: (B)(6) (initial and repeat (B)(6), no neutralizing confirmatory test was performed, no other (B)(6) were tested) (B)(6) 2013 patient underwent hemodialysis on (B)(6) machine (B)(6) 2013 dialysis was put on hold due to doctor requesting a repeat of the (B)(6) result. (Dialysis resumed (B)(6) 2013 on a (B)(6) machine). Per customer, there was no impact to patient due the delay of dialysis. Also on (B)(6) 2013 (B)(6) vaccine was given for prophylaxis. (B)(6) 2013 2nd blood extraction - initial result: (B)(6) (additional pcr result: no viral load detected) (B)(6) 2013 3rd blood extraction - initial result: (B)(6) retest after centrifuge: (B)(6) per the (B)(6) qualitative assay package insert if the initial result (s/co) is greater than or equal to 1.00, the result is reactive, retest in duplicate.

Manufacturer narrative:
Further investigation of the customer issue included a review of historical and complaint data, a review of labeling, and review of the package insert instructions with the customer. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. Based on the results of this investigation, no malfunction or deficiency was identified.